Manufacturer narrative:
No product is being returned for eval but lot# is provided. A device history report is currently being reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Incident as reported: lap chole - "the doctor was trialing our epix universal 5mm clip applier. When he was performing his cholangiogram he put a clip on the cystic duct. When he went to take the clip applier out of the abdomen, the clip was still in the jaws of the clip applier. He then preceded to pull the clip applier out of our advanced fixation trocar, which was very snug and pulled the aluminum back off the clip applier. Now, the clip applier was malfunctioning, and would only shoot the clips straight up into the air."